Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. No moisture damage found on electronic assembly and motor. It was also received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she pulled the insulin pump out to suspend it and it was blinking to enter glucose value, but she was unable to do anything. She removed and reinserted the battery and received weak battery alert so she changed the battery and received a button error alarm. The customer confirmed the device had been exposed to moisture as she wears it in her bra. Blood glucose value was 75 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.